Event description:
When the catheter was inserted into the sheath, they were never able to stop withdrawing air. Despite good alignment with the catheter in the valve, they constantly aspirated air. The sheath was changed using the same routine setup and no further problems were encountered. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. Visual inspection showed the shaft was intact with no apparent issues. The reported issue has been confirmed through testing. Air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.